Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) on december 15, 2021 for further investigation. Omsc turned on the device, but confirmed that the device did not boot normally. The exact cause of the reported event could not be conclusively determined. However, based on the following facts, the reported event was caused by a qb board failure. The cause of the qb board failure could not be identified. In addition, the cause could not be surmised because no abnormality was found inside the device other than the reported event. The qb board was out of order. No abnormalities were found inside the device other than the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -there was a burn-in on the liquid crystal display. -the bezel unit and rear cover were damaged. The device was sent to omsc for further investigation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscope image was not displayed and the display button did not respond. In addition, the olympus logo did not appear on the screen when the device was turned on. There was no report of patient injury associated with the event.